Event description:
It was reported that during insertion of the second intra-aortic balloon (iab), the staff noted that the guide wire was not passing through the central lumen, as the staff stated that "there was an obstruction". As a result, another iab was used. There was a report of patient death. Dr. Srija made the medical judgement that the device did not cause or contribute to patient's death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "guide wire was not passing through the central lumen" is confirmed. The returned intra-aortic balloon catheter (iabc) central lumen was found kinked at multiple locations and resistance was noted upon passing the guidewire through the iabc central lumen. Additionally, unrelated to the reported complaint, the iabc bladder was noted enlarged/stretched near the distal section of the bladder membrane upon receipt. The appearance of the enlarged/stretched bladder is consistent with potential over-inflation of the bladder. The event details state the original complaint was found during insertion and a new iab was used. The root cause of the kinked central lumen is undetermined. A potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2021-00006 (B)(4) as the report is related to the same patient.

Manufacturer narrative:
Qn#: (B)(4). Other remarks: see MDR# 3010532612-2021-00006 ((B)(4)) as the report is related to the same patient.

Event description:
It was reported that during insertion of the second intra-aortic balloon (iab), the staff noted that the guide wire was not passing through the central lumen, as the staff stated that "there was an obstruction". As a result, another iab was used. There was a report of patient death. Dr. (B)(6) made the medical judgement that the device did not cause or contribute to patient's death.